Event description:
Caller reported a power source alert 07. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Customer resolved the issue by leaving the wall adapter plugged in for at least 30 minutes, which allowed the pump to begin charging again, and no further assistance was required.